Event description:
Pt. Had extremely torturous and calcified abdominal and thoracic aorta. At some point pre or intra valve alignment, tortuously and calcium must have lacerated the balloon on the delivery system which resulted in an open abdominal aortic retrieval of the system. FDA safety report ids# (B)(4).